Manufacturer narrative:
The returned head, neck, and stem components were not assembled together when received at acumed. There were marks in the locking region of the neck that indicated engagement with the stem. The diameter of the locking region did not meet specification but it is possible scratches around the diameter skewed the measurements. There was shearing, deformation, and pits in the locking region of the stem which also indicated engagement with the neck. Additional mdrs associated with this event: 3025141-2018-00088: stem; 3025141-2018-00090: neck.

Event description:
An arh slide loc radial head replacement was implanted on (B)(6) 2017. The patient was non-compliant and did not follow post op therapies. This resulted in a stiff elbow so the implant was explanted on (B)(6) 2018.